Event description:
The caller alleged discrepant result when compared with the lab result reported as follows: inratio: 2.3, 3.2, lab: 1.7, 2.0.

Manufacturer narrative:
The inratio and lab readings are within the confident limits as per our internal procedure. Product will not be investigated. Patient was in hospital during these comparisons and was on heparin. As user guide, the section "what causes unexpected results" says certain prescription drugs and over the counter medications can affect the action of oral anticoagulant. Starting, stopping or changing the dose can affect the inr value.